Event description:
Complainant alleged that while attempting to place electrode pads onto a pt, the plastic protective liner did not lift off the electrode pad. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.